Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in an unknown manner with the patient's implantable cardioverter defibrillator found in back-up vvi mode. No intervention was reported. The patient was unknown condition.